Event description:
It was reported that the patient¿s implant was not working and the patient needed assistance from a manufacturing representative. The healthcare provider (hcp) believed the implant was out of battery and the patient might need surgical replacement. This had been happening for 2 to 3 weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).